Event description:
It was reported to kendall healthcare products, by the customer on 1/00 that the pt was admitted with gunshot wounds to chest. Chest system was placed for autotransfusion. Shortly after investigation, it was determined that the collection chamber had not been purged of air, allegedly leading to the possible cause of death. Autopsy reveals other possible causes of death as well. No sample available.